Event description:
A customer reported a cartridge alarm 20 occurred during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was able to successfully load a cartridge and resume insulin therapy by the time they contacted tandem again. Instructions were emailed to assist with the loading process, and the issue was resolved.